Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the implant is broken into seven (7) pieces. The relevant dimensions and the functionality of the implant can not be verified anymore because the device is separated into seven pieces. The fracture face is homogenous, which indicates material conformity. Based on the complaint description we can only assume that a mechanical overload during the insertion caused this damage. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
During a t-pal implantation procedure, t-pal spacer broke in the patient during impaction. As the surgeon was pulling the t-pal spacer out, it broke into an additional 5 to 6 pieces. The surgeon initially used the t-pal spacer remover which is made to grab the post of the implant but since the implant was broken, he had to use additional tools as well as basic or instruments to retrieve all of the pieces. All parts were reported to have been retrieved. The surgery was prolonged by approximately one hour. According to the sales consultant, this has happened once before with the same surgeon (complaint previously reported). The surgeon used an opal implant which then went in without a problem. At the conclusion of the surgery, the patient appeared to be fine. It was noted that there is a possibility of seeing something on follow up.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Lot number obtained during investigation. The t-pal implant is an 8mm height small, lot 3748907 and was returned broken into 7 pieces. The tan markers remained within the peek fragments. The flat edge of the implant containing the etched arrow has visual deformation that matches the tip profile of the t-pal impactor. The tips of the implant teeth in the area of the post are visually rounded or flattened. Several fragments have visible gouges. The t-pal system is designed to insert and release a pivoting implant. The system has pivoting trials to determine the proper implant size and positioning. Product development talked with the sales consultant and confirmed that the trials were not used in this case. The implant for this complaint was returned and appears to have been impacted with the bayoneted impactor given the matching deformation to the implant. Excessive force or hammering could have caused the implant to break intraoperatively resulting in surgical delay.